Event description:
The working part of the impactor broke away. The broken pieces fell in the patient's wound. The impactor performed 45 operations.

Manufacturer narrative:
The affected device was returned and evaluated. The visual inspection confirmed the complaint the impactor body has fractured on the posterior side; all parts were returned. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. A clinical investigation revealed that repeat sterilization methods along with usage/wear could have been contributing factors to the crack/propagation and subsequent impactor fracture; however, the root cause was not identified during the product evaluation. Additionally, although no surgical delay was reported, the patient impact could not be determined as it remains unknown if any ppsu particles of the externally communicating device were retained in the wound. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history review revealed no additional complaints for the associated batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.